Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and two suprarenal aortic extensions. A follow up computed tomography (CT) showed contrast in the aneurysm sac and aneurysm sac growth. The physician elected to bring the patient to the operating room to complete an angiogram which confirmed a type 1b endoleak and a type 3b endoleak. The physician implanted an additional bifurcated stent, a suprarenal aortic extension, a limb stent graft, and two ovation extenders to seal the endoleaks. The patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the clinical assessment based on the information available, clinical was able to confirm the secondary procedure to reline with a main body, suprarenal cuff, iliac extension and ovation limb extension. But due to lack of medical information available, the following reported event could not be confirmed; endoleak type ib, endoleak type iiib, and aneurysm sac growth. Additionally there was evidence to reasonably support the following observations; intraoperative suprarenal cuff migration resolved with second suprarenal cuff placement, endoleak type ia that resolved on 1 month CT, endoleak type ii, dilation of the main body, right iliac artery coiling, and left common iliac artery stent placement. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; patient anatomy of large diameter common iliac likely contributed to the event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.